Manufacturer narrative:
Test strip lot # unk. Control solution lot # 1030214093, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2015, that sometime in (B)(6) 2014 that the consumer experienced a hypoglycemic event which did not require medical intervention. The consumer was not able to provide any of the inaccurate reading results nor could he provide any further information regarding the reported event. This is being reported as an adverse event under the FDA medwatch regulations.